Manufacturer narrative:
(B)(4). The complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy synthes mitek complaints system revealed no similar complaint for this device's lot number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported by the affiliate in (B)(4) that during rotator cuff repair surgical procedure, it was observed that the tip on the healix br 4.5mm anchor device broke when it was inserted in to the bone hole. Another device was used to complete the procedure safely. It was brand new and the first use when the issue occurred. It was further reported that all the pieces were removed from the patient. There was no delay in surgery and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.